Event description:
Patient was revised to address pain, with elevated chromium levels.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2862507 and 2803831 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). **update: (B)(4) 2013 - litigation papers received. Litigation alleges that during the revision the surgeon noted cloudy metal-stained synovial fluid and metal staining were present. Date of implant has also been provided. Part and lot have been identified through an invoice search. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 06/08/2016 - pfs and medical records received. Pfs reported injuries as outlined in complaint including, but not limited to, two revision surgeries. Lab results for metal ions were greater than 7 parts per billion. Medical records reported pain, small fluid collections on MRI, and grinding in right hip. Revision surgical report noted metal stained fluid and mild metal stained capsule. Pathology results reported surface fibrinoid necrosis and metallosis. Stem added for elevated metal ions.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received the investigation will be reopened.